Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of a 4.9 cm in diameter pseudoaneurysm from a coarctation. The aorta narrowed just above the coarctation. It was reported that the talent captivia stent graft was placed w/o issues; however, when removing the delivery system in the narrow part of the aorta near the origin of the left subclavian artery, the physician needed to use a pta balloon from another MFR to assist in removing the delivery system. The balloon ended up rupturing on the distal portion of the captivia nose cone. Upon removal of the balloon, the balloon sheared off the sheath. The physician pulled the broken tip down the incision site and did an arteriotomy to remove the tip w/o issues. After post-dilatation of the talent captivia stent graft with balloons from other mfrs, the physician tested fro a pressure gradient across the coarctation and decided the place a stent from another MFR to open up the tight area. When inflating the stent, the balloon ruptured and required 4 hrs to be removed, which was accomplished via snaring and ballooning from the right arm and snaring from below. No clinical sequelae were reported, and the pt is fine. An internal review of 3d images confirmed a narrowed area near the coarctation which likely contributed to the removal difficulties.

Manufacturer narrative:
(B)(4). Eval results, conclusion: aortic narrowing, treatment of a coarctation.